Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va00dpw, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient slipped on some ice and had a pretty bad fall. Following the fall the device was not working at all.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from patient reports there was no fall. The lead wire was defective and incontinence worsened. The lead wire was replaced.

Manufacturer narrative:
Intervention required should not be checked; lead wire replacement likely referred to the event in MFR. Report #3004209178-2015-10112 rather than this event. (B)(4).

Event description:
Additional review indicated that the defective lead wire and lead wire replacement likely referred to the event in MFR. Report #3004 209178-2015-10112 rather than this event. It was unclear if the patient fell or not.